Event description:
It was reported that during an unrelated procedure patient's right ventricular (rv) lead was cut and exhibited high, out of range pacing impedance. The lead was capped and replaced on (B)(6) 2024. There were no patient consequences.

Event description:
New information received. Notes, that the right ventricular (rv) lead was dislodged.